Event description:
A medtronic representative reported that, while in a l5-s1 spine procedure, the surgeon alleged an inaccuracy. The surgeon was accurate with the pedicle access kit (pak) needle, the tap and the suretrack driver throughout the procedure. The surgeon alleged the inaccuracy during the post-op spin, noting that the l5 right screw was placed high. The surgeon successfully revised the screw with the use of the c-arm. This was the third screw the surgeon replaced; placing l5 left, s1 left and then l5 right. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the surgeon is an experienced user who averages approx (B)(6) image guided surgeries per week, approximately (B)(6) cases per year. The surgeon's setup is to always place the reference frame below the level he is working on with the camera always at the foot of the patient bed. A medtronic representative went to the site to test the equipment. The right and the left trackers were verified and calibrated on the imaging system. Both sides of the trackers were found to be working correctly and accurately as intended.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The reference frame was placed at (B)(6). O-arm system log files were analyzed. No anomalities were found in the logs. The mvs logs show no indication of error. The images were successfully acquired and transferred to the stealthstation. The behavior described is the intended behavior of the software. Software is functioning as designed. System performed as intended according to log files.

Manufacturer narrative:
Patient identifier not made available from the site. On 02/10/2015, a medtronic representative, following-up at the site, received an update that they originally thought they were placing the left l5 screw, however, during the post-op spin they found it was the right l5 screw. On 02/13/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis. No further issues have been reported.